Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. (B)(4).

Event description:
It was reported that this right atrial (ra) lead had dislodged shortly after implant. This lead exhibited no sensing, no capture, and high threshold. This patient experienced asystole greater than 2 seconds. A chest x-ray was performed and confirmed the dislodgement. Subsequently, this patient underwent a revision procedure and this lead was repositioned successfully. Measurements were noted stable the following day. No additional adverse patient effects were reported.